Manufacturer narrative:
A2): patient''s date of birth, age unk. A3): patient''s gender unk. A4): patient''s weight unk. A5a./5b.): patient''s ethnicity/race unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. H3/h6): the evaluation and investigation is ongoing, therefore conclusion not yet available. A supplemental MDR will be submitted upon completion. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a slightly calcified, plaque lesion in the distal superficial femoral artery (sfa). A spectranetics turbo elite laser atherectomy catheter was used to treat the patient. After the first pass was completed through the lesion, the device was pulled back, and it was discovered that the distal marker band had detached. The marker band was successfully retrieved using a cook medical 3 mm balloon with no reported patient harm. This event captures the turbo elite's distal marker band which detached, requiring intervention for retrieval.

Manufacturer narrative:
G3): the device evaluation and investigation was completed on 07sep2023. H3): the turbo-elite catheter and separated distal marker band were returned. The marker band was returned intact to a non-philips balloon catheter. Visual inspection found no damage observed on the working length of the catheter, with exception of the missing marker band. During functional testing, the balloon was cut to remove the marker band. Microscopic inspection revealed the edge of the marker band appeared worn, with no further abnormality. H6): based on the device evaluation and investigation, the cause of the failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.